Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified nutrition empty bag was not fitting the line well enough and total parenteral nutrition (tpn) leaked. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.